Event description:
On (B)(6) 2023, patient attended regularly scheduled in-center hemodialysis treatment. Pre vital signs bp-128/57, pulse-60, resp-18, temp-97.5. At approx. 1123 hemodialysis treatment was initiated via a central venous catheter (cvc) at a blood flow rate of 300. A hemaclip secured the connection between the cvc and bloodlines on both the venous and arterial limbs of cvc. At approx. 1432 dialysis was completed without any complications. After blood return, nurse clamped cvc lumens and nurse removed the hemaclip from the patient's cvc. The hub broke off when removing the hemaclip, clamp was immediately applied to lumen and secured. Patient went to the hospital, a new cvc was placed and patient was later released. Patient returned to clinic on (B)(6) 2023 for his regularly scheduled dialysis treatment and had no complications with the new cvc.